Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to (B)(4).

Event description:
It was reported to philips that " cine does not work". This is connected to a loss of image related to a allura xper fd20. There was no reported patient or user harm.